Event description:
It was reported that patient death occurred.The patient underwent percutaneous coronary intervention (PCI) to the diagonal artery and then returned four days later for a PCI to the left anterior descending artery (LAD). During the second procedure, the LAD was successfully wired, the OptiCross imaging catheter was used for intravascular ultrasound (IVUS) examination of the target lesion without issue. It was noted that the motor drive used during IVUS appeared to make a strained noise when the catheter was running and being flushed at the same time. IVUS images were clear. A 2.00 x 12mm Emerge catheter was used to balloon the artery. Following the second balloon inflation, the patient became hypotensive and lost blood pressure. CPR was initiated immediately; however, the patient did not recover. The official cause of death was asystole.

Manufacturer narrative:
Investigation Results: Device Analysis Findings:The device was returned for analysis. Visual inspection revealed that the sheath was kinked. Functional testing showed that the catheter was properly recognized by the imaging system when connected to the MDU, and no noise could be heard. The device able to rotate correctly during pullback with the sled was started.Device History Record (DHR) Review: It was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event.Investigation Conclusion:This investigation has been assigned an investigation conclusion code of No Problem Detected following a review of the returned device, reported event details, available information, and product record review. In this case, the device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation.